Event description:
It was reported that apparently a screw from the item has come off inside a patient and they want to put them through an MRI scanner to locate it.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission.The event is filed under internal KARL STORZ complaint ID: (B)(4).